Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07689. It was reported the patient's leads were explanted and replaced on (B)(6) 2015 due to lack of stimulation in her left hip and back. The issue was resolved by surgical intervention.